Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery because while at a facility while transferring beds, the patient was dropped, resulting in another fracture. 11mm/130 deg ti cann proximal femoral nailing system (tfna), tfna fenestrated screw, and 5.0mm ti locking screw were removed. They were not broken; they were in place. The tfna was removed and exchanged for a longer nail. There was no infection or broken implants. The procedure and patient outcome were unknown. This complaint involves (3) devices. This report is for (1)tfna fenestrated screw 110mm sterile. This report is 2 of 3 for (B)(4).